Manufacturer narrative:
Unit passed the rewind basic occlusion test, prime/delivery test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery and a motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No cosmetic damage noted. (B)(4)

Event description:
Customer reported via phone call to have received excessive motor error alarms. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI. Alarm history showed a motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.